Event description:
It was reported that this device displayed an error message suggesting a battery change, and the patient experienced dizziness. Technical services (ts) confirmed that the device is in safety mode and recommended an urgent general replacement instead. However, a replacement procedure has not yet been scheduled. No further adverse effects on the patient were reported, and the device remains in service.